Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis through the patient's surgeon. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Paint is surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device and the patient did not provide allergan with authorization to contact the surgeon. See scanned page.

Event description:
Patient reported: "about a year ago [I] began to notice pain at the port site, went in to see the doctor and it was determined [I] had slow leak" the device was found to have "a leak" when the surgeon tried to remove existing saline from the device but there was less fluid than expected. A "fluoro" was performed, however, "it did not find anything." The patient did not provided authorization to follow up with the surgeon and the device has not been returned to allergan for a product analysis.